Event description:
Back in november I started using my new box of nutrafill contact solution. For the last 6 months I have battled conjunctivitis, red eyes, eye soreness, worsening vision. I have spent many weeks with out my contacts to let my eyes recover from the issues and my eye dr provider unable to identify what the issue has been. Once I received the recall I stopped using nutrfill and switched to a different product by a different maker. I am no longer having any issues with my eyes.